Manufacturer narrative:
A replacement pump and a/c adapter were sent to the customer on (B)(4) 2014. Three telephone attempts were made to reach the customer to assess her mastitis infection. To date, the customer has not returned the calls and has not returned the products. A certified letter was mailed to the customer on (B)(4) 2014 requesting the original pump and a/c adapter be returned to ameda to gather info.

Event description:
The customer called ameda on (B)(6) 2014 stating that her purely yours breast pump's indicator light was flashing and it was not creating any suction. The customer also stated she exclusively breast pumps and had received treatment for mastitis from the emergency department on (B)(6) 2014.